Event description:
It was reported by the rep the device was used during an unk procedure. It was reported the staples did not fire properly. 6/10/98 another stapler was pulled to complete the case. There was no consequence to the pt.